Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7074968/7071691.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to the implantable pulse generator (ipg) not working as intended. No further information can be obtained. The explanted device components were discarded.